Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-94 alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. Visual inspection revealed that the battery was damaged and fuse was damaged. Review of the device logs confirmed the reported issue. The cause of the condition was determined to be a fuse damaged, therefore the battery can¿t charge. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.